Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis due to pump not delivering insulin. The customer stated that they bolused after dinner one night and somehow their blood glucose got up to 700 mg/dl. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.